Event description:
While the hemodialysis machine was in re-circulation, (during set-up), the pct realized that the optiflux dialyzer was actually "leaking" normal saline from underneath the arterial header. No pt harm and no pt blood loss resulted due to there not being a patient connected to the hemodialysis machine at the time.the MFR response follows: five months ago, your reported complaint was confirmed. A visual examination of the returned complaint sample concluded that neither of the header caps possessed any aberrant qualities; however, a buildup of polyurethane (pu) material was noted on the sealing surface of a dialysate port. This causes interference in the seal between the adapter caps and the dialysate port. Pu at the port results from either an inadvertent backflow of the liquid potting material during the polyurethane injection process or from surface-to-surface contact between the port an vessels used to inject the polyurethane. A corrective action was opened to address this failure mode.